Event description:
The customer reported that the device had a blinking x and audible beep. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer reported that the device had a blinking x and audible beep. There was no report of pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.